Manufacturer narrative:
Patient experienced numbness post procedure. Subject device was not received for evaluation. Review of the device history records could not be performed due to the lot number not being provided. A complaint history review could not be performed due to the lot number not being provided. Per results of the investigation, there is ¿insufficient information to determine root cause¿. At this time, no further investigation is warranted. (B)(4).

Event description:
It was reported that during a hip arthroscopy cam (femoral-sided impingement) procedure utilizing the supine hip positioning system with leather boot, that after the surgery, the patient experienced numbness in the foot that was placed in the hip distractor. Sometime after the procedure, the patient slipped and experienced a column fracture. It is unclear as to whether the patient slipped due to how the hip distractor was used (causing the numbness) or from other causes. There is no information on a backup device being available. (B)(4).